Manufacturer narrative:
The occurrence of the customer-reported fault alarm was confirmed by review of the driver's alarm history where a fault code of 39 was observed. This type of alarm is produced because of intermittent power communication errors, either during the driver power cycling, during an onboard battery exchange or due to an onboard battery not being fully latched into place or damaged. Visual inspection identified a broken external connector on the cable that connects external power to the main printed circuit board assembly (pcba). The root cause of the damaged external connector cannot be conclusively determined, but is likely the result of excessive extraction force being applied with disconnecting the power adaptor from the driver, or as a result of rough handling/impact shock. A damaged external connector could lead to intermittent power communication errors during driver power cycling or battery exchange. The root cause of the customer-reported fault alarm was determined to be the broken/displaced external connector from cable, likely caused by excessive extraction force, rough handling or an impact shock. Syncardia has corrective and preventive action (CAPA) to investigate this issue and determine any future actions. Syncardia has completed its evaluation and is closing this file. Ce 4624 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without adverse patient impact.